Event description:
Biotronik representative was contacted by the physician's office to inform us that this patient expired on (B)(6) 2014 while walking on the beach. The patient collapsed into the water and expired. The cardiologist inquired if the device had been returned as the patient was cremated. Per the funeral home, this patient was cremated after an autopsy was performed. The defibrillator was not in the body when it was received following the autopsy. Per the coroner's office, the body was sent to the state's department of forensic science for autopsy. Per the state's depart of forensic science, there is no record of removing the defibrillator during the autopsy. If an implantable device is removed during autopsy, then it is their policy that the device is forwarded to the funeral home along with the rest of the remains. The funeral home states no record can be found stating that a defibrillator was included with the body when it was released for cremation. The location of this device remains unknown. Neither the funeral home nor the department of forensic science would release a cause of death for this patient. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.